Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was discarded and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper actuation issues. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4. The mitraclip was attempted, however, with each grasp, the mr was not reducing. There was no difficulty in grasping, however, during grasping attempts, the posterior gripper arm was not lowering. Standard troubleshooting was performed without success. The device was removed without issue and the procedure was aborted. No clip was implanted, and the mr remained unchanged at grade 4. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.